Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number 03p25-27, and manufacturing site in longford, ireland to architect i1000sr, list number 01l86-01, and manufacturing site of irving, tx. MDR number 3016438761-2021-00250 has been submitted and all further information will be documented under that MDR number. H3 other text : likely caused was changed to the analyzer. Refer to 3016438761-2021-00250.

Manufacturer narrative:
Complete entry = 13403531985. Section a patient information: no further information was provided. This report is being filed on an international product, architect stat high sensitive troponin-I, list 3p25, that has a similar product distributed in the us, architect stat high sensitivity troponin-I, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result for a (B)(6) male. The customer's normal range is 0 to 0.026 ng/ml. Sample ID 13403531985 generated an initial elevated result of 0.142 ng/ml and multiple negative retests that ranged from 0.003 to 0.009 ng/ml. The repeat results matched the patients previous sample result of 0.002 ng/ml. No impact to patient management was reported.